Manufacturer narrative:
Date of event: event date not provided and estimated based on the aware date.

Event description:
It was reported that the distal tip of the guidewire broke. An amplatz pi guidewire was selected for use in a radiology procedure. During the procedure, the distal tip broke. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the guidewire was received, and analysis was completed. Media provided showed that the core wire was detached at distal tip section, and the coil wire was unraveled, no other damages were observed. Visual inspection revealed that the core wire was detached at 3.5 cm from distal tip to the transition point, and the coil wire was unraveled at distal section. Under microscope it was observed that the core wire was detached at the transition point, and the coil wire was unraveled at distal section. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the distal tip of the guidewire broke. An amplatz pi guidewire was selected for use in a radiology procedure. During the procedure, the distal tip broke. No patient complications were reported. It was further reported that the target lesion was located in the hepatic vein. The distal tip broke during withdrawal of the device. It was completely removed through the catheter. The procedure was completed with another device, same model.

Event description:
It was reported that the distal tip of the guidewire broke. An amplatz pi guidewire was selected for use in a radiology procedure. During the procedure, the distal tip broke. No patient complications were reported. It was further reported that the target lesion was located in the hepatic vein. The distal tip broke during withdrawal of the device. It was completely removed through the catheter. The procedure was completed with another device, same model.